Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, h2, h4, h6(type of investigation), h10, h11. Corrected fields: d9, h6(health effect ¿ clinical code). It was reported that the cardiosave intra-aortic balloon pump (iabp) had a fault diagnosis. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported. S the service record indicates, the budget has been cancelled. Do not have more information. The client has not given us authorization to diagnose the equipment, there is no more information.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted if additional information is provided. The full name of the event site was shortened due to field character limit; the full name is: (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a fault diagnosis. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.